Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
Furthermore, the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt) (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early battery depletion. The device remains in u se and has a planned replacement. No patient complications have been reported as a result of this event.